Event description:
The customer stated that the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display driver.